Event description:
A tandem mobi cartridge alarm was reported by the caller, occurring during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, after which the bolus completed successfully and the caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.